Manufacturer narrative:
(B)(4).

Event description:
Device went in backup mode on (B)(6), could not pinpoint a reason as to why. Device successfully re-initialized. Device remains implanted. The patient's nurse emailed us and noted that the daughter of the patient said he was working on his car that day.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned programmer dump of (B)(6) 2016 has been analyzed. The analysis did not show any anomalies. A memory dump of the ICD was not available for analysis, therefore the root cause of the reported clinical event could not be determined. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned programmer data revealed no indication of a device malfunction. Based on the information available for analysis the root cause of the reported clinical event could not be determined. Therefore, it cannot be excluded that external influences such as strong electromagnetic fields might have led to the clinical observation. Should additional relevant information become available, this investigation will be updated.